Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the x-ray and motion batteries were at end of life, however confirmation of replacement has not been provided.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was unable to power on. There was no patient present when this issue was identified. No additional information was provided.